Manufacturer narrative:
The drill has been returned and the top has been broken off. The top of the drill was not returned. The shaft of the drill shows several damages. Probably a foreign body in the drill guide caused this damages which resulted in the breakage of the drill.

Event description:
Drill bit broke off during surgery. It is not known if the top of the drill which broke off remains in the body.